Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. A visual examination of the complaint device revealed the distal tip of the inner shaft was broken and detached. Evaluation of the distal tip of the inner shaft revealed the cutting edge teeth to be bent and damaged. Galling was observed on the inside of the distal tip of the outer shaft. Based on the observed damage, potential causes were determined to be that the device may have come into contact with staples, clips or another metal object, resulting in damage to the blade; or excessive lateral forces were exerted on the device during clinical use which may have caused the teeth of the inner shaft to contact the cutting edges of the outer shaft, causing the teeth to catch on the outer shaft as the device rotated, and the observed galling and damage to the device. Stryker sustainability solutions' instructions for use states: "do not allow the arthroscopic shaver to come in contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury." "Careful handling of the instrument is necessary to avoid damage or breakage as a result of excessive force." "Do not apply excessive pressure or "side-load" the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates." The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 0001056128-2014-00004 where the tip broke off and the procedure went from an arthroscopic to an open procedure in order to remove the tip of the device even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that while using an arthroscopic shaver, "the tip of the device broke off in the patient during use." The tip was removed and no patient injury was reported by the user facility.